Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 600 mg/dl on (B)(6) 2017. The high blood glucose was treated with insulin pen. Blood glucose level at the time of the call was 170 mg/dl. Customer stated the high readings were due to bent cannula. The insulin pump was not replaced or returned for analysis.